Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system power manager (spm) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis because the customer experience issue with the patient side cart (psc) not charging. The reported failure was confirmed but unable to replicate. In logs, error 817 and 818 was found indicating the psc was switched to different power, confirming fault occurred in the field. Upon visual inspection, no issue was found that could relate to the reported complaint. The spm was installed onto the golden system where the component functioned as expected. The psc was set to battery mode, and it drained up to 92% and then powered cycle it. After the 10 power cycles, the battery was charged up to 100% verifying that the spm is fully functioning. The error logs were inspected and found no fault/related error on the logs. This unit was found to be fully functional.

Event description:
It was reported that the power supply components in the room had ongoing backup battery issues, where the system had no power even when the power supply component was plugged in and the power supply components still lost battery. There was no report of patient involvement.